Event description:
It was reported that during a laparoscopic colectomy procedure, an error code 4 was displayed many times. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may result for temperature issues to occur.